Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was almost more than 400mg/dl at the time of the incident. The customer reported that she changed the set and her blood glucose went up to 400. The customer reported that the infusion set cannula was bent. Today blood glucose was 440mg/dl after changing the infusion set. The customer treated it with bolus. The customer declined troubleshooting. The insulin pump will not be returned for analysis.